Event description:
The customer reported the insulin pump alarmed an error during the manual prime process. Advised the customer to revert to back up plan. The customer stated that she has treated his blood glucose of 260mg/dl with manual injections. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display with a constant tone. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.